Event description:
The surgeon implanted an aa4203tl silicone toric plate lens but thirty minutes later, the lens was found to have rotated. The patient was brought back to surgery to have the lens repositioned. There was no patient injury or product malfunction. The facility was unable to provide the model and lot numbers of the injector and cartridge used.